Event description:
It was reported that the device was during a colon resection. It was reported by the affiliate that the cdh25 instrument cut, but did not staple. The case was completed by using another instrument. There were no consequences to the pt.